Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of device over-infusing on pm accuracy test was reproduced and delivered with an error of 5.085%. A review of the event history log (ehl) revealed three infusions all ran to completion without interruption. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused with a volume of 21.09g and 21.08g in 1st and 2nd run respectively. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.